Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is blurry, fog inside the ccd glass, multiple bumps and wear on the distal end, the internal light guide bundle is slightly broken, component failure of the outer tube, there is one white spot in the image, the insertion section is bending and has indentations, the universal cord is chipped. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lens of the rigid video scope was foggy and the image was not clear. The event occurred during setup for an unspecified procedure. There were no reports of patient harm.